Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated magnesium results for one patient. The customer uses the reference range 1.6-2.6 mg/dl. The following information was provided: sid (B)(6) initial result 4.6 mg/dl, repeated 1.8 and 6.8 mg/dl, repeated on another analyzer 1.9 mg/dl. The customer reported 1.9 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting services including the replacement of the tubing, peristaltic head (rohs) (list number (ln) 7-35009685-02) which resolved the issue. A review of service history for the architect c8000 processing module serial number (B)(6) revealed no additional customer reports regarding discrepant results since the part was replaced, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the tubing, peristaltic head (rohs) (ln 7-35009685-02) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the tubing, peristaltic head (rohs) or the architect c8000 processing module serial number (B)(6) was identified.